Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge its internal battery. The device was not in patient use. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The internal battery was placed to address the issue. During further evaluation of the internal battery, the root cause of the internal battery failing to charge was caused by cell under voltage and a .5vdc cell imbalance.